Manufacturer narrative:
The insulin pump failed displacement test some units remained on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm during bolus. Customer's blood glucose level at the time 178 mg/dl. Advised insulin pump would be replaced. No additional information was provided.